Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the set does not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20115797 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded during use and wouldn't flush after multiple tries. The following information was provided by the initial reporter: "does not flush with multiple tries".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded during use and wouldn't flush after multiple tries. The following information was provided by the initial reporter: "does not flush with multiple tries".